Manufacturer narrative:
The onyx remains in the patient; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Kocer, n., kandemirli, s. G., dashti, r., kizilkilic, o., hanimoglu, h., sanus, g. Z., kaynar, m. Y. (2018). Single-stage planning for total cure of grade iii¿v brain arteriovenous malformations by embolization alone or in combination with microsurgical resection. Neuroradiology, 61(2), 195¿205. Doi: 10.1007/s00234-018-2140-z. Medtronic literature review found a report of patient complications during onyx embolization. The purpose of this article was to report the experience in treating spetzler-martin grade iii-v brain arteriovenous malformations. The authors reviewed the results of 31 patients; 18 were male and 13 were female. Case 1: the patient (female, 16 years) presented with a grade 3, parieto-occipital avm. The underwent onyx embolization (4 vials) re sulting in total embolization. The patient experienced parenchymal hematoma during embolization. Following hematoma evacuation and nidus resection, the patient had upper quadrantanopia.